Manufacturer narrative:
The field service representative (fsr) inspected the analyzer determined that the tubing from the cuvette washer¿s nozzle # 3 was disconnected from the manifold which caused fluid to leak onto the platform and cause fan # 7 to stop functioning. The fsr replaced the tubing; tbg, manifold to acid nozzle (ln c-35016710-01) and the fan, reagent carousel pulley (ln c-35016678-01). The replacement of the parts resolved the issue. A review of the alinity ci processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the alinity c processing module or parts did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of erratic/discrepant results. The alinity c service documentation provides component replacement, removal and verification of the fan, reagent carousel pulley and the tbg, manifold to acid nozzle. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity ci processing module, serial number (B)(6) , or the fan, reagent carousel pulley and the tbg, manifold to acid nozzle.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results on alinity c processing module for one patient. The results provided were: on (B)(6) 2021 sid (B)(6) =6.0 mg/dl /repeated after nurse questioned the initial result=1.2 mg/dl laboratory normal reference range for magnesium=1.6 to 2.6 mg/dl there was no reported impact to patient management.